Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the physician pulled out the non-stryker microcatheter along with the subject guidewire to re-shape the tip of subject guidewire. On the table,it was found out that the subject guidewire was divided in two parts. The procedure was completed with another guidewire with no clinical consequences to the patient.

Event description:
It was reported that during procedure, the physician pulled out the non-stryker microcatheter along with the subject guidewire to re-shape the tip of subject guidewire. On the table,it was found out that the subject guidewire was divided in two parts. The procedure was completed with another guidewire with no clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. The guidewire was examined and it was observed that the guidewire was separated from its proximal end and the nitinol had been separated on its proximal junction. In addition, the ptfe (polytetrafluoroethylene) was peeled on several places along its proximal section/proximal length. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device brass collet. The torque device was not returned. Functional testing could not be performed due to the condition of the returned device. Additional information provided by the customer indicated that the guidewire was prepared as per the device directions for use (dfu). The torque device was not returned back with the device and could not be inspected to determine if its use contributed to the ptfe peeling, as a result, the cause of ¿undeterminable¿ has been assigned to the as analyzed ¿guidewire ptfe coating peeling'. The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of ¿handling damage¿ was assigned to the reported and analyzed ¿guidewire distal end/tip broken/fractured inside patient¿.